Event description:
It was reported the rigid video laparoscope experienced intermittent failures involving the device, optics, or, in some cases, only the image during setup. No patient involvement was reported.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.